Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge was inaccurate. Additionally, it was reported the wake button was stuck. No reported adverse impact to the customer's blood glucose. The customer declined to troubleshoot or provide further information to tandem technical support.